Event description:
Patient allegedly received an implant via the right common femoral vein due to prior deep vein thrombosis, pre gastric bypass. Patient is alleging fracture, vena cava perforation, organ (vertebral body, aorta, right common iliac artery, and the retroperitoneal space) perforation, ivc stenosis, and severe tilt. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." Per report from radiology: "there is a retrievable ivc filter with its proximal tip at the l2-l3 level. There is a fracture of one of the limbs of the ivc filter." Per report from CT (computed tomography): "there is an infrarenal ivc filter in place with multiple limbs projecting beyond the ivc wall. The posterior limb is fractured." Per report from CT: "16 degrees of tilt seen on coronal image #55/121, severe perforation is seen. Perforation beyond the wall of the ivc is seen by multiple struts with one perforation into the vertebral body. One perforation into the aorta axial #91/116, other into the retroperitoneal space." "The inferior vena cava filter is in appropriate location."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety/anguish/stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Fracture, vena cava (vc)/vertebra/aorta/iliac artery perforation, inferior vena cava (ivc) stenosis, tilt and anxiety/anguish/stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.